Manufacturer narrative:
Correction is being made for the product return date. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was no image when the scope is connected. This is attributed to the loose locking lever after evaluation. The device has been in operation for more than six years, and it is presumed that the problem of no image being produced was caused by deterioration of the lock lever of the video cable due to long-term use, or by the user's attempt to pull out the video connector without lowering the lock release lever, resulting in loosening of the lock function and poor connection. The instructions for use includes the following statements that can prevent the issue from happening: push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report is confirmed and testing found a loose locking lever. When inserted, an image is visible but when the scope connector cable is pulled on, the pin contacts disconnect. Additionally, it was found that the device required a software upgrade. The unit was serviced with the replacement of a receptacle board and equipped with a software upgrade. The device was returned to the user facility.

Event description:
The user facility reported that the image is not appearing on the device when the scope is connected. The reporter stated that this occurred during preparation for use so no patient involvement. No additional information was provide.